Event description:
It was reported that during percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed severely calcified target lesion was located in the moderately tortuous superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected and advanced to treat the target lesion. Upon first inflation the balloon ruptured at unknown atm pressure. The procedure was completed with a different device. No complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device has been received for analysis. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed severely calcified target lesion was located in the moderately tortuous superficial femoral artery. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was selected and advanced to treat the target lesion. Upon first inflation the balloon ruptured at unknown atm pressure. The procedure was completed with a different device. No complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 yrs and older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).